Event description:
It was reported that during insertion in the sicu, the guide wire "folded" when the medical doctor attempted to advance it through the arrow raulerson syringe. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).